Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to increase the stimulation. An abbott representative interrogated the system and found all contacts had high impedances. The patient was sent for an x-ray. The patient was referred to a neurosurgeon. Surgical intervention may take place to address the issue.